Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports having issues charging and when plug in rtm to controller, has a hard time connecting and will not find the ins. Pt states she has reset controller and still will not connect and says try again. Pt states last night was charging and got to 80% but stated finished so they restarted and was able to charge ins to 100%. Pt states will get controller to 100% but it will not say finished and starts beeping orange and go back to excellent and try again. Pt states had rtm replaced in the past. Pt does not detect any damage. Pt states she has two leads and goes from 100 to 40% in a 24 hour period. Pt states the screens are always different and gets different codes. Pt mentioned different color lights that are blinking and during call was seeing green light. Pss advised to reset controller and after reset the light was solid green showing 100% controller and the ins. The troubleshooting steps that were taken on the call resolved the issue. Pt was seeing recharging excellent and was at 70% pt will monitor and call back if problems seem to get worse. Pt called from registered number and mentioned they had been having issues charging their implanted neurostimulator(ins) with their rtm. Pt said the controller kept saying to "relocate" the rtm and drained 20% last night when the pt was attempting to locate the ins. Pt said they could never locate the ins last night and eventually stopped trying. Pt turned their therapy off to prevent ins depletion and ins charge was at 30%. Pt said they were in pain because their therapy was off and they have an upcoming surgery scheduled because one of their vertebra flipped 4 inches out. Pt said when they attempted to charge their ins, the relay box and cord of the rtm got really hot and the relay box only intermittently clicked. Pt said their controller also seemed to be charging slow this morning. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), date is estimated; month and year are valid. Analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.